Event description:
It was reported that the asymptomatic patient presented to the hospital. The right ventricular lead exhibited noise reversion episodes; the noise could not be reproduced with isometrics. The device was programmed to unipolar configuration. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.